Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy even after manipulating the handle for several times. Reportedly, the transparent cap of the endoscope was pressed, then the clip was separated from the tissue and the device was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but could not be detached from the catheter to deploy even after manipulating the handle for several times. Reportedly, the transparent cap of the endoscope was pressed, then the clip was separated from the tissue and the device was removed from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: health care facility state, province and post code: (B)(6). Block h6: problem code 3009 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. Visual examination of the returned device found the outer sheath was kinked at approximately 15cm from the tip. Functional evaluation was performed and revealed that it was possible to move the control catheter hub without resistance. No other issues with device was noted. The reported event could not be confirmed; the stent was not returned. Taking all available information into consideration, the investigation concluded that the reported event and the observed failure were likely due to procedural factors such as the interaction of the device with the scope, the anatomy of the patient, and the amount of force applied in the attempt to push the device, which limited the performance of the device. Therefore, the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.